Manufacturer narrative:
A device had yet to be returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.